Event description:
A customer contacted beckman coulter inc., (bec) in regards to obtaining reproducible troponin (accutni) results above the ami cutoff for one patient's sample that did not match the clinical picture, generated by the unicel dxi 800 access immunoassay system. The erroneous results were reported out of the laboratory. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Sample information was not supplied. Qc was within the customer's established range during this event. Customer technical support (cpls) requested the customer contact to obtain the sample in question for further testing. Sample has not been received to date. Service was not dispatched for this event. No root cause could be determined for this event.